Manufacturer narrative:
Device analysis report attached. This report is submitted on june 05, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to poor device performance from activation and extrusion of receiver/stimulator. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced skin breakdown at implant site.